Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 600 mg/dl. The current blood glucose value was 400 mg/dl. The customer reported diabetic ketoacidosis, hyperglycemia, vomiting, pain, abdominal treated with hospitalization: overnight stay. Customer undergone treatment for high blood glucose through IV insulin drip (intravenous insulin infusion), insulin shot and pain medication. The event involved product(s) mmt-332a, mmt-1884l, unomedical. Customer reported high blood glucose. Customer did not feel ok to troubleshoot. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. Product return requested for mmt-332a. Customer declined to return or was unable to return. Mmt-1884l was requested and the customer response was the device will be returned. No product return will be required for unomedical. The customer will discontinue to use of the mmt-1884l.